Manufacturer narrative:
MDR 3003442380-2024-01348 - device 4 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced a kinked cannula on (B)(6) 2024. The infusion set was used for few hours. The patient replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.